Manufacturer narrative:
This report is filed april 3, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection; subsequently the device was explanted on (B)(6), 2013.